Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa). The fa verified errors by reviewing the lighthouse (aperture). Visual inspection was performed to check for any physical damage. The mtm was then installed on a known good internal equipment, fixture or tool (eft) surgeon side console (ssc) cart and programmed to latest software. The system powered on in normal mode, and it powered up without errors or problems. The mtm was moved to different positions and later installed instruments to test drive and still no errors were present. The fa power cycled the system, installed instruments and drove system several times, and no errors or problems were present. The reported issue could not be reproduced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the master tool manipulator left (mtml) to correct the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.

Event description:
It was reported that during a prostatectomy - radical w/ lymphadenectomy da vinci-assisted surgical procedure, the customer was having issues with master tool manipulator (mtm) left hand controller and used the another console for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this procedure was completed robotically using another console.